Event description:
Information received by medtronic indicated that the insulin pump had unexpected battery power loss. The customer received a low battery alert prior to the replace battery alert or replace battery now alarm. They stated that they had been changing the batteries several times since they got pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
S/w version = 4.11d. Retainer ring = clear. Customer returned pump for an alleged unexpected battery power loss alarm found on jan 08, 2021. Pump passed self test, sleep current measurement, active current measurement and displacement test. Pump was cut open to perform visual inspection and no moisture or physical damage was found on pcba 1, pcba 2 or the motor. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review of the pump history, found low battery alert alarms on the event date of 12/27/2020 at 04:55:23 and on 01/08/2021 at the time 01:46:00. Low battery alert alarms are greater than 7 days apart. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: partially detached retainer, broken reservoir tube lip, pillowing overlay, scratched overlay, damaged display cover and scratched case. Customer allegations of an unexpected battery power loss alarm not confirmed. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.